Event description:
As reported, operator experienced extreme resistance with the valve of the sheath. Complete new device was opened and same problem with sheath valve. Third device was opened and deployed successfully. Associated to: 3010252479-2022-00139 manta.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
Two 18f manta closure units, two 18f sheaths, and two 18f introducers were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on components. Both manta closure units did not exhibit an engaged lever. Button valve appeared slightly displaced. The closure unit was not able to be functionally tested. The device lot history record review indicated no non-conformities related to these lots, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube did not buckle or bend when met with the resistance. Per the IFU in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.